Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device does not sound an alarm. Patient involvement is unknown.

Event description:
It was reported to philips that suresigns vm 4 patient monitor did not sound an alarm, but normal sound was present. The device was not in use on a patient at the time the issue was discovered. There was no adverse event or patient harm reported. The medical technician found the device which has not been used for a long time in the storage room and gave it to the technician for security check. The technician checked and detected that the monitor did not give an alarm. The device is currently in the workshop. The philips representative replaced the main board to resolve the issue. The cause of the event was the main board. The device remained on site.